Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was difficult to close and stuck out when closed. A field service engineer (fse) arrived at the station and observed that the drawer was protruding from the cabinet and appeared jammed when an attempt was made to push it back in. The fse pulled the cabinet out, removed the back panel, and inspected for any obstructions but found none. Since the drawer was not locked in place, the fse was able to slide it back into the cabinet and powered on the station to test it; however, resistance was still present and the drawer unlocked again. The fse retrieved a universal drawer slide, removed the drawer, and manually operated it without any resistance. After inspecting the cabinet interior, the fse loosened the outer rails, reinserted the drawer, and tested its operation. The drawer then opened freely with no resistance and remained properly locked in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The drawer was difficult to close and remained sticky when in the closed position. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.